Manufacturer narrative:
Continuation of d10: product ID b3400040m. Serial# (B)(6). Implanted: (B)(6) 2025. Product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received updating the seriousness to "required in-patient or prolonged hospitalization, resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function." Etiology was updated to indicate that the relationship of the event to the implant procedure was a causal relationship. "Specify final programming date and time for most recent interrogation prior to event: date: time: surgery/anethesia."

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400040m, serial/lot #: (B)(6), ubd: 04-mar-2027, UDI#: (B)(4). Product ID: b3400040, serial/lot #: (B)(6), ubd: 10-mar-2027, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that shortly after arriving in the post-anesthesia care unit (pacu), the patient was noted to have swelling at their right chest implantable neurostimulator (ins) site. The patient was evaluated and found that they have a large, tense collection and bruising over their extension wire sites that were concerning for hematoma. The patient was returned to the operating room for pocket hematoma evacuation. They were discharged the following day in stable condition. The patient was seen at the clinic yesterday for removal of pressure dressing and wound check. The patient was in stable condition with no swelling or discomfort noted. The event has been resolved. The etiology was possibly related to the implant procedure. The event also resulted in hospitalization.